Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported break cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Factors that may contribute to stent break include, but are not limited to, inflation above rated burst pressure, interaction with challenging anatomy, interaction with accessory devices or manipulation against resistance. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a right coronary artery. The 3.0x48mm xience xpedition was implanted at 11 to 12 atmospheres; however, the stent strut was noted to be fractured. Therefore, a 3.0x23mm xience alpine stent was implanted to covered the fractured stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.